Manufacturer narrative:
The customer's complaint is confirmed. Failure analysis of the returned blood glucose monitor revealed that the novamax plus glucose monitoring device performed within specification. Visual as well as chemical evaluation (by testing with control solution) of the returned glucose test strips revealed the test strips to be compromised. The test results fell high out of range. Testing of the qa retain test strips with both glucose control solution and blood was unable to replicate the consumer's alleged performance issue. The qa results met all test specifications. The root cause could not be conclusively identified. A potential contributory root cause may be related to the exposure of the test strips to extremes in temperature contrary to the storage and handling as indicated in label copy (IFU/package insert). This is further supported by the results of the retain strip testing which indicates the performance of the retain strips are within product specifications.

Event description:
Consumer called in concerned about the discrepancy between her nmp meter and her other unknown meter. It was reported to nova biomedical that the consumer received a result of 157mg/dl on her blood glucose meter. The consumer administered two (2) units of insulin based on the result received. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use of their test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution.